Event description:
The pump was set to deliver propofol and reportedly rate changed to higher rate without user intervention. No further information was made available to manufacturer. No patient injury was reported.